Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra): "evaluation of healthcare outcomes of patients treated with depuy synthes matrixneuro cranial plating, low profile neuro plating, and rapidsorb resorbable fixation systems". Complication as per ICD 10 procedure code or cpt code and diagnosis code were identified within 0-365 days post-index: matrixneuro cranial plating, (n=450) revision, (n=5) nonunion, (n=30) mechanical complication, low profile neuro (lpn) plating, (n=122) revision, (n=5) mechanical complication, rapidsorb resorbable fixation systems, (n=10) revision, (n=1) nonunion, (n=1) mechanical complication. This is for depuy synthes matrixneuro, low profile neuro (lpn) plating, rapidsorb resorbable fixation systems.